Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months post implant, the right atrial (ra) lead exhibited intermittent atrial under-sensing which caused recorded atrial tachycardia/atrial fibrillation (at/af) to be briefly terminated per device diagnostics. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.